Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and a visual inspection were performed. The customer reported issue was confirmed by review of the alarm history and the functional testing. The pump¿s optical sensor on the main printed circuit board (pcb) was found to be faulty. The main pcb was replaced to address this issue.

Event description:
It was reported that the device had motor rate error. There was no reported patient involvement. Device evaluation found.